Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested for evaluation but was not returned, therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. Device history record review revealed nothing relevant to this event. Complaint event most likely due to not following the surgical technique. Per the surgical technique implant #2 needs to be advanced to the needle tip prior to advancing the needle through the meniscus. If this is not followed, the implant could potentially become entangled with the suture and pulled back from the meniscus. The implant may be pulled-out from meniscus due to the incorrect use of the depth stop or over tensioning of the suture construct. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.

Event description:
It was reported that patient underwent an acl/meniscal repair on (B)(6) 2016. The surgeon was attempting to use the first ar-4502, lot 10022033 and in doing so the surgeon had difficulty obtaining a good angle to the tear. When surgeon went to deploy the first peek implant the trigger jammed. No implants were deployed. Surgeon then proceeded with a second ar-4502, lot 600146. Surgeon still had difficulty getting a good angle but finally did and the first implant deployed . When attempting to deployed the second implant the button was very hard to push to #2 and the trigger jammed. The second peek implant was not deployed. The surgeon cut the suture from the first implant leaving the implant behind the meniscus. Surgeon then switched to another manufacturer's device to complete the repair without incident. Facility will not return devices without autoclaving which rep states will melt the devices, therefore the devices will not be returned for evaluation.